Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. Functional testing were performed and passed all relevant tests. A sound manual test was performed and failed. A high, medium, and low sound test was performed and failed. An internal visual inspection was performed and passed due to speaker contamination. Pictures were taken. The speaker was confirmed to be bad through speaker substitution the receiver log was downloaded for review finding no error related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective speaker. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.